Event description:
Popliteal cyst swelling [synovial cyst], knee effusion [joint effusion]. Case description: spontaneous report was rec'd on (B)(6) 2013 from a (B)(6) female pt, initials (B)(6), with gonarthritis. The pt's medical history was significant for popliteal cyst, discovered during a MRI examination of the pt's knee. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection, (route of administration and dosage regimen not provided) in an unspecified knee. The lot number of synvisc-one was not provided. On an unspecified date, approx 10 days following synvisc-one injection, the pt developed swelling of the pre-existing popliteal cyst and knee effusion. It was reported that following effusion and popliteal cyst swelling, arthrocentesis had been performed and popliteal cyst had been dried through corticosteroid injection. The action taken with synvisc one treatment was not provided. The outcome for the events of popliteal cyst swelling and knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of popliteal cyst swelling and knee effusion was not provided. The relationship between synvisc one and both the events was not provided by the rptr.

Manufacturer narrative:
The qa (quality assurance) investigation results were not rec'd on (B)(4) 2013. Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of product is not affected by this report.